Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement, far field p-wave oversensing and high voltage output issue was observed on the rv lead. Patient received inappropriate shocks. Lead was explanted and a new lead was implanted. No further information available.